Event description:
While the surgeon was performing a total knee the stryker hand piece got so hot he could not hold it.======================manufacturer response for large bone reamer, stryker reamer (per site reporter).======================manufacturer could not duplicate the problem.